Event description:
It was reported that during a separate procedure. Durin the procedure, the patient's left ventricular lead was caught on the catheter being used and was found to have dislodged. The dislodgement was confirmed under fluoroscopy. The dislodgement resulted in failure to capture and abnormal impedance. The lv lead was explanted and a new lv lead was placed. The patient was discharged and no additional patient consequences were reported.